Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06636171 that an ar-611-4 tibial impactor tip cracked off, and an ar-611-6 femoral impactor had damage, that could scratch implants. This occurred during a case. No additional information was provided, and additional information has been asked.

Event description:
On 08/15/2024, additional information was provided by a sales representative via email who stated that the event date was 08/12/2024. The procedure performed was a uni knee replacement. The device broke when the surgeon impacted the final implant. The patient's bone quality was good. No photos or videos were taken. All fragments were retrieved from the patient. The same impactor was used to complete the procedure.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-611-6 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the device head is damaged, exhibiting scratches, nicks, gouges, and missing material. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.